Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not self-hold 0.6 mm wire, failed untrue running, the k-wires did not spin straight, there was an unknown liquid and corrosion found on internal components and the bearing was stuck inside slide sleeve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact speed reducer device was not working. During in-house engineering evaluation, it was observed that the device would not self-hold 0.6 mm wire, failed untrue running, the k-wires did not spin straight, there was an unknown liquid and corrosion found on internal components and the bearing was stuck inside slide sleeve. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.